Event description:
Ge healthcare service representative noted the apl assembly is stuck in the open position. Loose screws were also noted on the bottom of the bag arm assembly. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
This form do not allow the MFR to enter alphanumeric characters in the box. For this report, these blocks should be none.